Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the upper part of the device seam pulled apart, that cause of the specimen to come out of the bag, when being pulled out. There was no patient injury.